Event description:
Customer reported that in the process of placing the bravo capsule, the physician felt a resistance while pressing the plunger. The capsule fell in the patient's mouth. The patient was not injured following the procedure.